Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The active implantable device is not involved in the issue of ventricular oversesning. The beflex lead connected to the active device presents a failure that is the origin of the ventricular oversensing and ventricular pauses.

Event description:
Reportedly, in a pacing-dependent patient, several episodes of noise on v canal leading to oversensing and ventricular pacing inhibition up to more than 4 seconds.